Event description:
This is one of many reports received from japan in which a product mislabel was identified. This patient underwent cataract extraction with ceeon lens implant into the right eye labeled 812a/21.5(d). Prior to surgery, the patient did not have any pre-existing eye conditions. Surgery included phacoemuslfication and the use of healon without optical iridectormy. The physician reported that the packaging of the lens was labeled incorrectly. The iol was actually model 745a/18.0(d), incorrectly labeled, resulting in the patient complaining of abnormal vision. A lens exchange was performed in 1999, with implant of an 812a/+22.0(d). A full recovery was reported. A MFR investigation was performed and it was found that this was 1 of 7 lots that were repackaged at the same time due to an expiration date error. A recall was immediately initiated. As a precautionary measure, 5 other lots that were mfg the same day were also recalled. The distribution of these lots was limited to japan.